Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. The vp has been evaluated by the failure analysis (fa) team. This unit was installed into the test system and fa ran video test, 10 minutes sine cycle, 10 power cycles and sat idle for 1 hour. During the test, fa was able to reproduce and replicate the reported failure. Fa noticed the dual window appliance (dwa) board was the cause of the issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, error 307 occurred on the system while the customer was placing ports. The customer unplugged the endoscope, power cycled the system and checked the fiber cable connections, but the error returned upon the system powering back on. The customer troubleshooted again and the issue reoccurred. A 319 error occurred on the system pointing to the video processor (vp). The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional/updated information: the procedure was completed laparoscopically with no patient injury.